Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert, and he opened that: "the tibial component does not show significant radiolucence or cysts. There is no clear radiological evidence for loosening or migration. The pe is not visible in the CT scan. There is no clear indirect sign of loosening or migration. The talar component might have a little bit of subsidence and there might be a small radiolucence around the component. However, without further x-ray or information loosening or migration cannot be confirmed. The talar component might be loosened. However, this cannot be said with the CT scan alone. Therefore this is insufficient information." Based on investigation, the root cause was attributed most likely to a patient-related issue. More detailed information about the complaint event, the affected device as well as x-rays must be available in order to determine the root cause of the complaint event. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient may need to undergo a revision surgery for reasons that are not available at the time of this report. The diagnosis is not clear but patient has generalized pain.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
It was reported that the patient may need to undergo a revision surgery for reasons that are not available at the time of this report. The diagnosis is not clear but patient has generalized pain.